Event description:
While servicing the ventilator, the respironics service technician reported the ventilator failed the external battery test. The customer did not report a problem with the external battery during any previous usage. The ventilator was not in use; therefore, there was no pt involvement or harm. The respironics service technician reported that the ventilator failed to transition to external battery power when ac power was removed. The service technician replaced the external battery to correct the problem. Final testing, including extended self testing (est) was completed and the ventilator passed per operating specifications.